Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a stored electrogram, the right atrial lead exhibited noise and caused inappropriate mode switch episodes. No intervention was performed. The patient was stable throughout and would continue to be monitored.